Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; tip segments returned and analyzed. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; distal conductor blood/body fluid.

Event description:
It was reported that once placed, the lv lead experienced no capture at max output, high thresholds, dislodgement, and diaphragm stimulation. The lead was not used. It was also reported there was a dissection of the coronary sinus with the tip of the catheter. No further patient complications have been reported as a result of this event.